Event description:
It was reported the pt is experiencing intermittent stimulation. An sjm rep has met with the tp multiple times for reprogramming and determined lead diagnostic tests were normal. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.